Event description:
On 10-may-2026, this report was received regarding a male consumer (age not provided) in the us in association with an unspecified thermacare heat wrap. On the night of (B)(6) 2026, the consumer applied the product to his back. The consumer noted the heat wrap exploded, his back was burned, and he had some skin peeling off. Follow up attempts were unsuccessful in obtain additional information.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. There are pre-identified risk factors that could cause heat cell contents to leak from a heat cell listed in the hazard analysis (rpt-000097160). There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition, there are multiple risks that are outside the control of the manufacturing site. These risks include scenarios where the user damages the heat cells while opening the pouch (e.g., by using scissors). The warning labels on the products instruct users not to use the product "if heat cell contents leak and/or wrap is damaged or torn". A risk calculation cannot be determined without the evaluation of the alleged defective product.